Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. The expiry date of the lot number involved was december 2020. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes has expired. Expired tubes will draw less volume than tubes still within their shelf-life. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 5000 times. The following information was provided by the initial reporter. The customer stated: "tubes do not fill to the mark. Citrate tubes do not fill completely during blood collection. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 5000 times. The following information was provided by the initial reporter. The customer stated: "tubes do not fill to the mark. Citrate tubes do not fill completely during blood collection. "